Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: feb 20, 2021 section h3: device evaluated by manufacturer? Yes. Device evaluation: the 1mtec30 cartridge was not returned in its original package. Visual inspection using magnification was performed to the returned sample and residues of lubricating material were observed on the cartridge. The cartridge tube, tip and neck does not present any defect condition. Broken cartridge condition at the upper side of wing area. The sample returned was evaluated with sme (subject matter expert) to address the conditions reported and to address the special request and the following evaluation was provided: the received cartridge belongs to cavity 3. The defected cartridge was numbered as ¿4¿ was not returned. Manufacturing record evaluation: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: n/a (not applicable). The cartridge is not an implantable device. If explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fragment of the tip of a cartridge entered the eye of a patient. The surgery extended by five minutes to remove the fragment of the tip of the cracked cartridge from the eye. The cracked tip of the cartridge was observed under the microscope. The physician indicated that there are numbers on the rear part of the cartridges in the same lot (in the same box) were mixed as ¿3¿ and ¿4¿. The complaint cartridge was numbered as ¿4¿. When in use, the cartridges with number "3¿ had the usual feeling but the cartridges with number ¿4¿ had feelings that they were hard to be slippery at setting even other than the defected one. There was no patient injury reported. No further information was provided.